Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/jul/2018 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified a opening, yellow particles, and weight to the spec. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage. Reason for reoperation is wound dehiscence, necrosis and exposure. The events of wound dehiscence, necrosis and exposure are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿prosthesis exposure¿ and ¿suture dehiscence with fat necrosis¿. ¿local: rifocina and hyperbaric camera¿ were noted as required treatment. The device has been explanted.